Event description:
It was reported, opened the seldinger kit packaging to prepare for catheter placement and found that the sheath's front end was unevenly split. They were hesitant to use it on the patient and opened a new kit, but still found the front end to be uneven. Considering patient safety, the problematic sheath was not used, leading to multiple openings. It was reported this occurred with three devices. This report addresses all three devices. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. Two photographs of an microintroducer sheath were returned for evaluation. An initial visual observation of one of the photographs showed the distal end of the microintroducer near a patient. What appeared to be biological residue was observed in the dilator tip. The sheath tip was observed to be deformed. The other photograph showed a microintroducer with the product label in the background. The sheath tip was also observed to be deformed and exhibited a barb-like shape. It appeared that each photograph displayed a different sample. The sheath tip deformation was consistent with attempted insertion against resistance. Such resistance may occur if insertion is attempted at a steep angle, if the insertion hole is too small, and if the transition between the sheath and the dilator is rough or abrupt. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.